Event description:
Iritis[iritis] inflammation post-operative[procedural site reaction]. Case description: spontaneous, device cas, complaint # 2642, argus # 2003144525ca. Cross reference wit argus # 2003144528ca, argus # 2003144526ca, argus # 2003144527ca. An ophthalmologist reported that a patient (age unknown), with light-colored irides, on a not specified date underwent completely uneventful implantation of ceeon lens mod 911a. Four days post the surgery, the patient developed minimal inflammation and after more than four-six weeks patient experienced recurrent iritis. The outcome is unknown. Follow-up (31jan2003): since no sample was present for evaluation, invetigation consisted of the following: -batch records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results, this included positive and negative control. The spore strips and tsb medium used for the sterility test were verified also and showed no deviations. -environmental control during the manufacturing period of this lot of lenses were verified with respect to bioburden- and pyrogens and these showed no deviations. -reveiw of complaint records revealed that no other complaints are from four different sterilization batches. -the manufacturing lots of these complaints show no probable matches relating to a potential cause. Based on the above arguments, a production related cause couldn't be indentified. Follow-up (05mar03). The following new information has been received through a complaint investigation report. The investigation was started at receiving the first series of complaints, the investigation was focused on the first sixteen receiving complaints. No material was received. -manufacturing dates of all 33 complaints spanned the period: dec01-nov02. -complaints were independent model. -complaint records revealed that no other complaints were received from the reported lots related to iritis. -lenses from these lots were also distributed to other countries (116 canada, 570 other). -an inquiry at other marketing companies about iritis problems regarding implanted lenses from these lot numbers revealed that there were no known adverse events. Iritis could be generated by the following factors: 1) mechanical factors: -lens type design: no relations to the design of the concerned complaint lens model 911, 913 and tecnis expected. Did not concern in-sulcus or iris clip designs. -manufacturing defects: ncr's reviewed: one ncr at incoming inspection on loops (form deviation). This was settled and the loops were released. No other deviations were found in relation to iritis. Yield data were reviewed and no relation was found. Only one intraocular lens was returned from stock and no dimension deviation was found. Traceability review showed no patterns that indicated a common cause. -lens fixation: was no applicable (capsular placement). -haptic/optic uveal (iritis) chafing: no in-sulcus placement. The involved doctors were experienced surgeons. No loop shape deviations were identified/reported. 2) irritating compounds: -environmental control: records from the year 2002 were reviewed and no deviations were found. The environmental control consists of the following: air sampling (microbiological contamination), particle counting, rodac sampling (work benches), bioburden monitoring on post-sterilized products, monitoring of water quality (endotoxin, total organic compound, conductivity, ph, bioburden). -material batch records: the silicone batches and the raw material batches of haptics were verified and no deviations were found. 3) sterilization process: -sterilization batch records: the serial numbers of the complaints were all from different sterilization batches. From these batches the sterilization process and the sterility test results, included positive and negative controls were reviewed no deviations. The spore strips and tsb medium used for the sterility test were verified and also showed no deviations. No deviations found to specific sterilization batches. 4) biocompatibilty: change control system: the change control system during 2002 was reviewed and no material/process changes were implemented that could be related to these complaints. Based on the above arguments, a manufacturing related cause could not be indentified. The reporting quality assurance stated that they would enter compliaints into a long-term database fpr aggregation of complaints and identification or possible trends. Follow-up (14mar03): the following information has been provided: the patient had previously undergone the implantation of a lens model 911a in 2002, with no complications. 5 months later patient again underwent the implantation of lens mod. 911a. A phaco technique was followed and bss and amvisc were used during the intervention. The patient was post-operatively treated with tobradex (dexamethasone, toramycin, four times a day) and aulin [not well readable] (nimesulide, three times a day). The patient first experienced iritis in 2003, then the event reoccurred in 2003. Patient had not experienced the event before. The symptoms and signs associated with iritis were photophobia, pain, presence of ciliary injection and flare ++.the patient was treated with topicl corticosteroids and non-steroidal anti-inflammatory drug (nsaids). The reporting physician stated that the event was not serious, the company kept the previous seriousness assessment and considered the case as serious/intervention required/medically significant. The patient was reported as not recovered. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event.